Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding and stroke are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. It is noted to correct any identifiable coagulopathy with fresh frozen plasma, vitamin k, protamine, or platelet transfusions. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, patient conditions such as a fall, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported about a (B)(6) study patient that they experienced hospitalization and a neurological event. "Patient was hospitalized from 1.6.15 - 1.20.15 after a mechanical fall with [head computerized tomography] cth revealing bilateral [subdural hemorrhage] sdh (r>l), anticoagulation was stopped [due to] d/t bleed with plans for neurosurgery follow-up for discussion regarding resuming anticoagulation." After several days of inquiring it was found out that the patient had fallen and had a sdh and was hospitalized."

Manufacturer narrative:
Additional information received indicates that the patient was admitted to hospital on (B)(6) 2015 with sudden dizziness while walking. At the time of the event, the patient was not using his walker and fell over backward on the sidewalk and struck the back of his head. The patient later reported that he thinks he experienced a possible brief loss of consciousness of no more than several seconds. He further reported that he had not had any controller alarms associated with this event. On admission, the patient's international normalized ratio (inr) was subtherapeutic and his vital signs and pump parameters were stable. A head computerized tomography (CT) scan revealed no intracranial hemorrhage and no stroke. The patient was started on heparin and was given an additional dose of coumadin. On (B)(6) 2015, the patient reported visual blurring and difficulty opening his eye along with a right-sided headache. A head CT was initially read as showing no evidence of an acute bleed. However, the CT scan was re-read the next day and was found to have a 2-3mm right fronto-parietal subdural hematoma (sdh). A repeated head CT scan on (B)(6) 2015 revealed an increase in the size of the sdh. The patient was treated with two units of fresh frozen plasma and he was transferred to the intensive care unit (ICU). On (B)(6) 2015, a head CT scan revealed an increase in the size of the right sdh along with a new left sdh. The patient was given two units of platelets and one unit of fresh frozen plasma along with a loading dose of dilantin. At this time the patient reported having a severe headache. The patient's headache spontaneously resolved and he was discharged on (B)(6) 2015 with a plan to hold his anticoagulation for six weeks to three months and re-scan the patient in three days. The results of this subsequent CT scan were not provided. The event was reported to be resolved with sequelae on (B)(6) 2015. The primary investigator reported that the event was possibly related to the study device. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease and possible issues with the management of their therapeutic anticoagulation and antiplatelet therapy. There are possible patient and pharmacological factors that may have contributed to this event. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.